Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A f/u report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "dr (B)(6) went to clip the cystic duct and the clip applier locked up and would not allow for complete closure of the clip. Details provided by dr (B)(6)."